Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was mislabeled. This caused the surgeon to over ream. No further information available.

Manufacturer narrative:
It was confirmed that this gap gauge was included in the photos for comparison purpose only, which does not need to be reported and is not in question. Therefore, subform for this part will be voided.